Event description:
It was observed that during the evaluation that bronchofibervideoscope forceps channel port was sticky. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the type of foreign material and reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.